Event description:
The customer reported a blue fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was running samples when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/15/2015 and found a leak from a hole in the tubing through pinch valve (pv37). The tubing through pv37 was replaced, resolving the leak. The instrument ran without leaks and the repairs were verified per established service procedures. (B)(4).